Event description:
As reported by the user facility: event: under infusion. Pepcid infusing via v1921 piggybacked into upper y-site of (B)(4). Dose: pepcid, 20 mg in 50ml bag over 30 min. At end of 30 min, there was 30-40ml remaining in bag. Dosage took an additional 15-20 min to infuse. Pump set at 130ml over 65 min. No patient injury. No alarming. Pump tested on another patient which also took double the infusion time. Reference MFR # 9610825-2013-00075.